Event description:
Information received from the field does not address the patient's clinical status but notes initial interrogation revealed dashes (---) for the rate, sensor and hysteresis parameters. While awaiting a microprocessor download, it was established that the device was at rrt and it was replaced.